Event description:
It was reported that the patient experienced a syncopal episode while driving and then at their home a couple of days later. The device had sensing difficulties and no pacing output. The right ventricular lead was reported to have low impedance, noise, and was oversensing. The device was removed and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.